Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Ipp was nor working. Patient was unable to inflate device. No adverse patient effects.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Ipp was nor working. Patient was unable to inflate device. No adverse patient effects.

Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis identified a fluid leak in the cylinder body of cylinder 1 attributed to input tube wear and fatigue. A leak was also identified in the reservoir shell attributed to wear and fatigue at the corner of a fold. Based on the results of this investigation, no escalation is required.